Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify button error alarm due to blank display. Insulin pump received with minor scratches on display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that there was moisture and bubbles under the screen. Customer mentioned the moisture may be from the sink or bathroom. Customer replaced the batteries and the insulin pump did not turn on. Customer's blood glucose reading at the time of the call was 258 mg/dl. No further information reported.